Event description:
It was reported that during use of a cleo® 90 infusion set, the patient's pump alarmed for occlusion. The patient's blood glucose levels were in the 500smg/dl at the time of the event. The patient had little ketones, which their healthcare provider described as dangerous/life threatening. The patient determined the occlusion alarm was due to a site issue. The patient was able to replace their site and fix the occlusion alarm. The patient's blood glucose levels returned to target range, and the patient no longer had ketones. No permanent injury was reported.